Event description:
It was reported, the patient was not able to adjust stimulation. It was noted, the patient programmer displayed a ¿call your doctor¿ icon and a power on reset (por) condition. The reporter stated that last night their device stopped working when she went to turn it down to go to bed. It was noted, the patient last charged their implantable neurostimulator (ins) on tuesday or wednesday night. It was further noted, the patient fully charged the ins while having it on eight the whole time and it took three hours to charge. The reporter stated they were able to clear the por and they confirmed it was on and working okay. The reporter further stated, the last time they were in the manufacturing representative helped them. Additional information received reported that after living with stimulation for three years and three months, the patient¿s ¿signal just quit.¿ the reporter stated they were not in excruciating pain, but they expect to be able to speak with a medical professional 24/7 about this sudden problem. It was noted, the patient had not fallen or done anything else to cause their stimulation to malfunction. Additional information received reported that the patient was going to meet with a manufacturing representative this friday in their healthcare professional¿s office to have their ins checked to make sure everything was working properly. It was noted, the patient had a por message that was cleared on 2014 (B)(6). It was further noted that stimulation was working, but the hcp wanted to check the ins. Additional information received reported that with the help of the manufacturer the patient was able to clear the por and they confirmed the ins was working. It was noted, the patient outcome was no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3487a-56, lot# v331508, implanted: 2010 (B)(6); product type lead product ID 3487a-56, lot# v286690, implanted: 2010 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).